Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during deployment, this transcatheter bioprosthetic valve moved approximately four millimeters from its target location, resulting in a paravalvular leak. A second valve was implanted valve-in-valve at a slightly lower depth, which resolved the paravalvular leak. No further adverse patient effects were reported.